Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening crack, wear abrasion, delamination, and flat crease. Leak test was performed and found an cracked opening on the diaphragm valve. A microscopic analysis was performed which identified cracked opening and delamination in the diaphragm valve. Based on the device analysis the final assessment was delamination of the diaphragm valve assessed as adhesive failure, and a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Additionally healthcare professional reported crease/folding of device.